Event description:
It was reported that during the implant procedure, this ventricular lead was attempted implant due to failure to capture in left bundle branch and helix issue. It was noted that the once the helix was removed, it was confirmed that there was a slight bent. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section a1 patient identifier, a2 date of birth, age at time of event and a3 sex. This report contains correction in section e1 initial reporter first name.

Event description:
It was reported that during the implant procedure, this ventricular lead was attempted implant due to failure to capture in left bundle branch and helix issue. It was noted that the once the helix was removed, it was confirmed that there was a slight bent. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Event description:
It was reported that during the implant procedure, this ventricular lead was attempted implant due to failure to capture in left bundle branch and helix issue. It was noted that the once the helix was removed, it was confirmed that there was a slight bent. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. A bent stylet was returned in the lead. The helix was extended and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section a1 patient identifier, a2 date of birth, age at time of event and a3 sex. This report contains correction in section e1 initial reporter first name.

Event description:
It was reported that during the implant procedure, this ventricular lead was attempted implant due to failure to capture in left bundle branch and helix issue. It was noted that the once the helix was removed, it was confirmed that there was a slight bent. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.